Event description:
Physio-control device evaluation found the internal foam spacer, placed around the display monitor, moved up and covered a portion of the device's display. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control replaced the front case assembly and observed proper device operation. Physio completed other repairs and confirmed normal device operation through functional and performance testing before returning the device to customer.